Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4).the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported from a returned implant card that a za9003, 21.0 diopter intraocular lens (iol), broken haptic, not implanted, destroyed lens. Follow-up with the doctor confirmed that as he implanted the lens into the eye, one of the haptics broke, so he had to remove the lens. He said that there was a little incision enlargement, vitrectomy and 1 suture done. He changed the iol to the back-up lens and surgery went well. No patient post-op injury. Patient is doing well now. He said that the lens was discarded. No other information was provided.